Event description:
Patient relative reported "foreign substances for prosthesis can be touched" and "severe left side capsular contracture grade unknown", "enlarged lymph node", "multiple enlarged lymph nodes less than 2cm in left axilla and it is thought to be a probably binary reactive lymph node", "{enlarged lymph nodes} identified as active hyperplasia on the external fna", "strong capsule formed with osmotic fluid; capsule was removed". This record is for left side. The device has been explanted. Additional information from the physician confirmed that the event of infection (late onset) is not occurring.

Manufacturer narrative:
Corrected data: b.5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection (late onset) and lymphadenopathy.

Event description:
Patient relative reported "foreign substances for prosthesis can be touched" and "severe left side capsular contracture grade unknown", "enlarged lymph node", "multiple enlarged lymph nodes less than 2cm in left axilla and it is thought to be a probably binary reactive lymph node", "{englarged lymph nodes} identified as active hyperplasia on the external fna", "strong film formed with osmotic fluid; film was removed". This record is for left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient relative reported "foreign substances for prosthesis can be touched" and "severe left side capsular contracture grade unknown". This record is for left side. The device remains implanted.